Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received was received from the healthcare provider who reported that the cause of the patient¿s symptoms after the pump replacement procedure was concurrent administration by patient of oral opioid therapy. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown dose and concentration via an implantable pump for spinal pain. It was reported that the patient just had their pump replaced on (B)(6) 2018 and had an upcoming appointment with the healthcare professional (hcp) to have the pump adjusted. As soon as the patient got home from the pump replacement, she went "out of her head". It was noted her vitals were "really bad" and that she was trying to make coffee, but her face ended up being in the coffee itself. The patient was "out of it" and kept telling her husband to help her out of bed, but she was already dressed. Additionally, it was stated that the patient's memory was worse and everything seemed to have gone since she had the pump replaced. The patient had to go back to the hospital and they "turned her pump off". It was noted that the patient's hcp thought the reaction happened due to the fact that the patient was also on oxycodone, but the patient did not believe that was the case as she was on oxycodone with the other two pumps and never had issues. No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2018 from a healthcare professional (hcp) who reported that the patient was treated by their neurosurgeon for the event. With regards to resolution of the reported event, the hcp reported that the patient¿s pump medication was changed on (B)(6) 2018 to 40 mg/ml morphine and the patient had a follow-up appointment on 10-oct-2018. No further complications have been reported as a result of this event.